Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was the patient could not control the stimulation up and down like they used to. When they attempted to adjust the stimulation, it will zapped them like the stimulation was on the maximum intensity and it will took them a while to lower it down. Patient stated that it was messed up and it was not holding a charge like it should. Patient said that when they attempted to recharge the ins, it usually a little over an hour to charge it and it has not been charging correctly in the hour. Patient mentioned they were in pain for 8 months. During the call agent attempted to troubleshoot the issue with the patient, but the patient demanding to replace the controller and wouldn't do any further troubleshooting steps. Patient insisted that they should have been given a new controller when they first got the device put in. Agent sent a request to repair to replace the controller. Agent sent the physician listing to the patient. Agent redirectedthe patient to their managing hcp if the stimulation issue was not resolve by the controller replacement. Patient stated that they had demanded a new controller from the representative but it was unclear if it was regarding an issue or the time frame when the demand was made. Due to the escalated nature of caller in regard to the representative further clarification couldn't be obtained.patient called back stated they received two controllers instead of one. Patient was upset and demanding battery pack and rtm replacement. Patient stated it takes 2-3hrs to charge the ins and controller screen goes blank.agent assisted patient with pairing new controller, ins recharging excellent, controller 90% and ins 50% charged. Agent reviewed device function. Agent reopened case to add new controller serial and sent request to the repair dept for rtm replacement. Agent reviewed shipping information and patient will return the extra controller.